Event description:
It was reported that the pt underwent a sling procedure in 2005. Vaginal bleeding was noted during placement of the right side of the mesh, and bleeding was also noted at the abdominal wall. The bleeding did not stop, so the surgeon opened the area and noted that the source of the blood was a small vein (approx 2mm in diameter). The bleeding was controlled through ligation with sutures and the sling procedure was abandoned. The pt is recovering.